Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6f sheath after an abdominal aortogram. Reportedly, the device was deployed, but hemostasis was not achieved. The physician indicated the device did not close completely due to calcification in the artery. The patient developed a hematoma and scrotal swelling. Hemostasis was achieved by applying manual arterial compression and the use of a femostop device. The hematoma was monitored. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported failure to achieve hemostasis appears to be related to calcification at the access site and the patient effects appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.